Event description:
It is reported by the patient's rep that, "a loud squeaking noise subsequently developed when plaintiff ambulated".

Manufacturer narrative:
No add'l info is available at this time.